Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced an unexpected outcome. Additional information was provided that the iol was exchanged for a different model in a secondary procedure. The event has resolved.

Manufacturer narrative:
Product evaluation: the lens was returned. Solution was observed dried on the lens. Both haptics are broken at the gusset area (returned). The optic is torn/cut into pieces, typical of an insertion and removal. Only two portions of the broken optic were returned. A power and resolution evaluation could not be conducted due to the lens returned in pieces. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge and an unspecified handpiece. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic which is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause for the complaint of "unexpected outcome". The manufacturer internal reference number is: (B)(4).